Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the ok button requires several presses before it responds (intermittently). Reportedly there are no rips/tears in the rubber and the symbols are present. No adverse events or blood glucose excursions are reported related to this issue. The pump is worn attached to a belt. No delivery of insulin has been hindered or halted with this product issue. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. Evaluation revealed that the ok and down arrow keypad buttons were intermittently unresponsive and required excessive force to activate a response. All other keypad buttons responded appropriately and spring back or click normally. During investigation, evidence of contamination was found under all keypad contacts and no hypersensitive or inverted contacts were observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.